Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged while attempting to monitor a patient (age & gender unknown), the device displayed the do not use icon. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device and two surepower ii batteries were returned to zoll medical japan for evaluation. Device logs from the event date 1/25/26 showed multiple battery faults, indicating a potential battery issue at the time of the event. The battery still powered the device. All power-off events were user-initiated (power button press). Testing of the device and returned batteries could not replicate the complaint. Battery replacement is recommended as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.